Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device identified no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted because it caused the patient pain. No other devices have been implanted at this time. This icm has been returned and analysis performed. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted because it caused the patient pain. No other devices have been implanted at this time. This icm has been returned for analysis. No additional adverse patient effects were reported.